Event description:
Philips received a complaint by the customer on the v60 indicating a battery malfunction. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they were experiencing a battery malfunction. On-site service is currently pending. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A field service engineer (fse) went onsite for further investigation and determined the battery required a replacement. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.